Manufacturer narrative:
(B)(4).

Event description:
During the index procedure the physician used four in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the prox, mid and distal sfa and pop 1 of the right leg. Devices were successful. Approx 15 months post index procedure, the patient expired. Death was of unknown origin, but assumed to be a consequence of aortal dissection or pulmonary embolism. The investigator assessed that the event was not related to the study device, procedure or drug.